Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. Additionally, the sample was tested in the cycler and worked as intended without any abnormalities during the test period. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The device history record (DHR) of this product was reviewed and there were no nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.